Manufacturer narrative:
Date of this report: 08/07/2015. Date received by manufacturer: 09/02/2015. Product evaluation: when received for analysis, there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. The extent of contaminants suggests intubation. When compared to the assembly drawing: the cuff was injected with 20cc of air and it leaked out in less than 3 seconds which would have resulted in the reported event. When viewed under magnification, there was a jagged half-moon shaped puncture near the center of the cuff measuring 0.03¿. The instructions for use warn the user to first perform a cuff inflation test and visually check for abnormality; the observed defect would have been detected during an inflation test. The information likely indicates that the cuff was damaged during, or after intubation. Additionally there was an indent in close proximity to the puncture. Method: actual device evaluated; labeling evaluation; fluid pressure testing; visual inspection. Results: stress problem. Conclusion: use error caused or contributed to event.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: product analysis expected, but not yet begun.

Event description:
It was reported that the "cuff would not inflate correctly". There was no patient impact. Additional information confirms that after intubating the patient, the cuff expanded and worked initially and then lost air. Anesthesiologist stated he was not sure if it was a faulty cuff or if they 'nicked' the cuff upon intubation. The patient was re-intubated and the procedure proceeded successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.